Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Furthermore, death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was found at home with a disconnected pump. The patient was transferred to ER under reanimation. No additional information could be provided at this time. An autopsy is pending.

Manufacturer narrative:
Updated sections: age/date of birth, MFR contact info, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Correction: device manufacture date. The pump (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Log file analysis revealed 1 vad disconnect alarm was logged on the controller (B)(4) at 08:55:11 followed by an electrical fault alarm at 08:58:50. This may be indicative of an intermittent connection between the pump and the controller. There were 4 additional vad disconnect alarms recorded following the electrical fault alarm which indicated that multiple attempts were made to connect and disconnect the driveline from the controller. The last vad disconnect alarm was recorded at 11:20:53 on (B)(6) 2016 indicating a physical disconnection of the driveline from the controller, confirming the reported event. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to physical disconnection of the driveline from the controller. With the available information at this time, there does not appear to be device performance issue that caused the death. The instructions for use state that at least 1 power source must be connected at tall times. In addition, if the patient was performing a power source exchange and the patient's clinical condition would not allow him to tolerate any off pump time, this may have been a contributing factor. Otherwise, it is likely that clinical factors such as comorbidities and clinical status could have led to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.